Event description:
Pt is status post bilateral mastectomies and on 03/18/98 admitted for bilateral breat reconstruction with submuscular tissue expanders. Pt discharged without incident. On 05/26/98 pt was admitted and went to or for the removal of the left breat tissue expander due to localized peri prothertic infection.